Event description:
The patient reported exposed wires of the power cord. The power supply and power cable were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One power supply and one power cord were returned for evaluation. Visual evaluation revealed damage to the power supply showing frayed wire. Visual evaluation revealed no damage to the power cord. Power supply determined to be damaged due to exposed wires. Power cord functions as intended. It was reported that the pes is not powering on. Reported event was visually confirmed. Power supply has exposed wires. Power cord functions as intended.